Event description:
It was reported that the device was used during an unk procedure. The device misfired. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Malformed clip. Eval summary: the analysis results found that the el5ml device was rec'd in good visual condition, with the jaws closed and with a double feed clip present. The jaws were manually opened and the clips were analyzed, however, no conclusion could be reached as to how the clips became malformed. The instrument was cycled, fed and formed 3 clips conforming and 1 malformed clip due to anti back up issues. The instrument locked out as intended, however, the orange indicator did not show up completely. The device was disassembled and the ratchet pawl was found damaged causing the antiback up failure. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.